Manufacturer narrative:
(B)(4) date sent: 10/10/2023 d4: batch # unk b3: exact event date unk, entered (B)(6) 2023 as only the year was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how much blood was lost (ml)? Unknown did the patient require a transfusion? No did the post-operative care change based on the bleeding? No

Event description:
It was reported that during an lap appendectomy procedure, the stapler laid down malformed staples resulting in oozing. Clips & ligasure used to achieve hemostasis. No patient consequences reported.